Event description:
Staff report that the physician was unable to get the hydratome to turn during an endoscopy procedure. The physician turned the handle three times counter-clockwise in an attempt to trouble-shoot the device, but to no avail. The patient was not harmed by the event. Another device was obtained and the procedure was completed.

Event description:
Staff report that the physician was unable to get the hydratome to turn during an endoscopy procedure. The physician turned the handle three times counter-clockwise in an attempt to trouble-shoot the device, but to no avail. The patient was not harmed by the event. Another device was obtained and the procedure was completed.